Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted only the flip-top converter and seal hosing were received. The seal for the flip-top converter was disengaged. The circular seal and seal housing were intact. The instrument was fully applied. Further inspection noted that the green bar was not visible in the indicator window and the safety feature was broken off. The staple guide was observed to be attached to the instrument with no damage to the staple guide. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed divots on the knife blade. The anvil of the instrument was observed to be not tilted and attached to the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. It was reported that there was a poor staple formation, the donut was incomplete and the device did not cut. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. The evaluation detected an unreported condition of broken safety. The product analysis noted evidence that the device was not used as intended. This issue may occur if the latch is forced into disengagement prior to green indicator visibility. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. The safety will not release if the green bar is not visible in the indicator window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic esophageal cancer surgery, gastroesophageal anastomosis, the staples were not formed and the blade did not cut after the instrument was fired. It was also noted that the donuts were not complete. A new handle was used to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.